Event description:
It was reported that an externalized conductor was observed during system revision.

Manufacturer narrative:
The lead was explanted sometime in (B)(6) 2012. The exact date is unknown.

Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned. Externalized conductors due to an internal insulation abrasion were found at 7.7-10.3cm from the distal tip. The silicone insulation and etfe coating was abraded and the rv conductor and the inner coil were visible. Internal insulation abrasion was also found at 28-28.5cm and 30.9-31.2cm from the distal tip. External insulation abrasion was also found at 8.5-8.7cm and 8.9 - 9.2cm from the distal tip, consistent with lead friction to another device. Etfe coating was intact at these locations.